Event description:
It was reported that the pt experienced ineffective stimulation. Per the pt, x-rays confirmed the pt's lead had migrated out of the dorsal column. CT scan was requested and the pt is to consult with the physician for lead repositioning.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.